Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. Three electronic photos were provided and reviewed. All three photos show 16g maxcore devices were placed in its initial position without yellow guard and needle protective. No visual anomaly is noted. Therefore, the investigation is inconclusive for the reported failures as no objective evidence was shown in the provided photo to support the reported event. A definitive root cause for the alleged failure to obtain sample and failure to fire issues could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent an ultrasound-guided kidney biopsy through normal density tissue using a maxcore device. During the procedure, the device allegedly failed to obtain sample. It was further reported that the firing button was a bit stuck but still could be pressed. A coaxial needle was used, and the procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent an ultrasound-guided kidney biopsy through normal density tissue using a maxcore device. During the procedure, the device allegedly failed to obtain sample. It was further reported that the firing button was a bit stuck but still could be pressed. A coaxial needle was used, and the procedure was completed by using another device. There was no reported patient injury.